Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the operating room, explanted the ipg, irrigated the ipg pocket, implanted a newer ipg model, sutured, closed. Physician elected to abandon the existing sensing lead as it is not used with the new ipg model.